Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009 patient underwent examination "dx-lumbar spine-2 or 3 views" impression: anatomic alignment at the l5-s1 level following anterior spinal fusion. Fluoro time of 18 second is utilized by doctor. Patient underwent following examination "dx-abdomen-1 view" impression: no retained surgical instrument identified. Patient presented with following pre-operative diagnosis: disk generation of l5 and s1. Annular tearing of l5 and s1. Low back pain. Operation performed: anterior lumbar antibody fusion of l5-s1. Insertion of biomechanical devices synfix cage of 12 mm small lordotic implant.insertion of the medium rhbmp-2/acs kit l5 and s1. Anterior spinal instrumentation at l5 and s1 using syntheses locking screw and plate system. Per op notes: "...a rasp was used to gain good bleeding of subchondral bone. It was spaced with appropriate size via 12 small 8-degree lordotic implant. This was subsequently packed with medium rhbmp-2/acs kit and reassessed appropriately with regards to a squid device..." No known patient complications reported. On (B)(6) 2009 patient presented for office visit with complaint of back pain. Patient underwent ap and lateral examination of lumbar spine. Impression: status post alif, l5-s1. On (B)(6) 2009 patient presented for office visit with complaint of pain in her back and right leg. Patient underwent ap and lateral examination of lumbar spine. Impression: anterior lumbar inter body fusion, l5-s1. Radiculitis, s1 nerve root. On (B)(6) 2009 patient underwent following examination: CT lumbar w/o contrast. Impression: status post fusion l5-s1 without signs of persistent or recurrent disc herniation at this level. Minimal broad-based bulging disc l4-l5 without protrusion or stenosis. Significant abnormalities seen otherwise. On (B)(6) 2009 patient presented for office visit with complaint of right-sided hip pain and right-sided leg pain. Patient underwent CT scan of spine. Impression: status post anterior inter body fusion, l5-s1. Persistent right-sided hip pain, back pain. On (B)(6) 2010 patient presented for office visit with complaint of back pain. Patient underwent physical examination. Imp ression: status post fusion, l5-s1. Facet-mediated back pain, l5-s1. (B)(6) 2010 patient underwent following examination: "dx-chest-limited (1 view)" impression: normal front view of the chest. On (B)(6) 2010 patient presented for office visit with complaint of back pain. Patient underwent CT scan and x-rays. Impression: status post alif with instrumentation, l5-s1. Facet-mediated back pain, l5-s1. On (B)(6) 2010 patient presented with following pre-operative diagnosis: facet-mediated back pain, l5-s1. Motion of the facet status post alif, l5-s1. Status post alif with l5-s1. Continued back pain. Patient underwent following examination: "dx-lumbar spine-2 or 3 views". Impression: post operative changes at lumbosacral junction. Examination "dx-portable fluoro&#63497;mpression: portable fluoroscopy utilized for 5 minutes 36 seconds by doctor. Operation performed: exploration of the fusion mass facet l5-s1. Posterior spinal instrumentation using verteflex percutaneous system, l5-s1. Posterolateral fusion, l5-s1. Insertion of morselized allograft tricalcuim phosphate granules together with demineralized bone matrix placed this together with nano bioglass. Bone marrow aspiration, right sided posterior iliac crest, 10 ml. On (B)(6) 2010 patient underwent MRI spine w/o contrast. Impression: stable anterior posterior fusion l5-s1, with no evidence of postop complications. The reminder of this study is otherwise unremarkable. On (B)(6) 2010 patient presented for office visit with complaint of back pain. Patient underwent ap and lateral lumbar spine examination. Impression: status post fusion posteriorly, l5-s1. On (B)(6) 2010 patient presented for office visit with complaint of leg pain. Patient underwent examination of lumbar spine. Impression: status post pseudarthrosis repair for facet-mediated pain through l5-s1. Resolving low back pain. Radiculitis, l5 nerve root, right-sided. On (B)(6) 2010 patient underwent MRI spine w/o contrast. Impression: stable anterior posterior fusion l5-s1, with no evidence of post op complications. The remainder of this study is otherwise unremarkable. On (B)(6) 2010 patient underwent CT lumbar w/o contrast. Impression: interval anterior and posterior spinal fusion surgery at l5-s1 level, in good position and alignment. Left posterior spinal soft tissue dystrophic calcifications presumably related to the past surgery. CT scan of the lumbar spine does not show any subluxation or bony encroachment on the central canal or neuroforamina. On (B)(6) 2011 patient underwent following examination: x-ray shoulder 2 plus v-left. Impression: no fracture or subluxation. On (B)(6) 2011 patient underwent MRI &#63499;nee w/o contrast-right. Impression: small knee joint effusion. Moderate induration at hoffa&#62688;fat pad. Lateral patellar tilt thought due to a tense lateral retinaculum or a lax medial retinaculum. Otherwise negative right knee MRI. On (B)(6) 2011 patient underwent following examination "dx-pelvic endovag" impression: 1.8 cm fluid pocket in the left adnexa, which may represent a small amount of free fluid or ovarian or paraovarian cyst. Simple ovarian cyst this size do not typically require follow-up. Normal right ovary. Absent uterus. On (B)(6) 2011 patient presented for office visit with chief complaint of left shoulder, back and neck pain. Review of musculoskeletal system: complaints of back pain, neck pain. Review of neurological system: complaint of headaches. On (B)(6) 2012 patient presented for office visit with complaint of shoulder pain. Impression: left shoulder with at least 50 % partial -thickness tear of the rotator cuff, a slap tear. (B)(6) 2012 patient presented with following pre-operative diagnosis: left shoulder superior labral anterior to posterior tear. Rotator cuff tears. Type 2 acromion. Procedure performed: left shoulder arthroscopic superior labral anterior to posterior repair. Arthroscopic rotator cuff repair. Sub acromial decompression. On (B)(6) 2012 patient for office visit. On (B)(6) 2012 patient underwent mr-spine lumbar without contrast. Impression: status post l5-s1 fusion, unchanged in appearance. Mild degenerative disc disease at l4-l5 and mild and lower lumbar facet asteoarthritis. There is no evidence of significant canal or foraminal stenosis. On (B)(6) 2012 patient presented for office visit. On (B)(6) 2012 patient presented for office visit with complaint of pain in the left shoulder. Patient underwent MRI. Impr ession: left shoulder intermittent popping type symptoms. She does have some synovitis and an effusion. On (B)(6) 2012 patient underwent mr-shoulder - w/o. Findings: metallic humeral head anchor causes mild artifact. On (B)(6) 2012 patient presented with following pre operative diagnosis: left shoulder synovitis. Procedures performed: left shoulder arthroscopic debridement of synovitis. Biceps tenotomy. Excision, loose body. On (B)(6) 2012 patient presented for office visit. On (B)(6) 2013 patient presented with chief complaint of back pain. Review of musculoskeletal system: complaints of back pain. Review of neurological system: complaint of seizures. Review of psychiatric system: complaints of anxiety, depression. Patient underwent x-ray of the lumbar spine. Impression: three years status post anterior-posterior l5-s1 fusion. Chronic low back pain. Probable right si joint dysfunction based on clinical examination and prior surgical history. On (B)(6) 2013 patient underwent CT of lumbar spine. Impression: no definite renal or ureteral stones. Kidneys and ureters are partially obscured. Bilateral pelvic calcifications, probably phleboliths. Lower lumbar fusion. On (B)(6) 2015 patient underwent following test: mr-spine lumbar without contrast. Impression: postoperative anterior-posterior fusion l5-s1. There is right-sided foraminal and right sided lateral recess encroachment quit possible secondary to scar formation that appears increased compared to the previous exam. Further evaluation with post contrast imaging may be beneficial. No evidence of recurrent disc herniation.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2009, the patient underwent spine fusion surgery on the lumbar region at levels l5-s1 using rhbmp-2/acs. Post-op, the patient complained of progressively worsening pain in her low back and sacrum, with associated pain and radiculopathy in her buttocks and lower extremities. The patient reportedly underwent revision surgery. The patient continued to experience intense and chronic pain in her low back and sacrum with pain and radiculopathy in her right leg. She reportedly was constantly in bed and used cane for ambulation.